Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision total knee replacement: the patient presented to the surgeon with a painful knee. Bone scan showed the femur and patella were loose. Infection markers all within normal range. When implants were removed there were signs of osteolysis behind the femoral component central to the anterior chamfer region. No obvious signs of osteolysis on the poly of the insert or patella. Photos taken of implants. Implants discarded. No ae reported. No delay in the surgery.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot DHR reviewed for lot by7ef1000; there were no anomalies or deviations found during the review.